Event description:
The physician reports that his patient underwent cataract surgery with implantation of the crystalens in the left eye. In 2007, the patient complained of eye pain, decreased vision, and redness. The patient's bcva decreased from 20/25 to 20/50-1. The physician suspected endophthalmitis. A vitreous aspiration needle tap and membranectomy were performed and the patient received a kenalog intraocular injection. The patient was diagnosed with severe uveitis. Six days later, the patient presented with posterior capsular opacification and a yag capsulotomy was performed. The patient's prognosis is reported as good. The results of the culture and sensitivity revealed no causative organism. The etiology is unknown and the root cause investigation is underway. The physician reported that during the same timeframe, there were other similar complaints for crystalens patients and two other similar complaints for patient who had a different lens model/manufacturer implanted.

Manufacturer narrative:
The lens remains implanted in the patient and is therefore not available for evaluation. H6: sample lenses from the same manufacturing lot were pulled and sent to a third party and subjected to scanning electron microscopy (sem) and energy dispersive e-ray spectroscopy (eds) testing. The tests revealed no evidence of systemic contamination during processing. The device history records were reviewed and there were no discrepancies or unusual findings. Both the manufacturing and sterilization lot records were searched and there have been no reports of similar complaints.